Manufacturer narrative:
Follow-up # 1 (03/14/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began around (B)(6) 2012 exact time unknown. He tested back to back on the subject meter and observed values of "216, 147, 188, 159mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with lantus insulin (unknown fixed dose) and reported that he took his usual dose of medication at an unknown time in response to the alleged issue. Approximately 30 minutes after testing, he claimed she developed symptoms of ¿dizziness and sweating¿ but despite his symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.